Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced shocks. The pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.